Manufacturer narrative:
The investigations found damaged reaction cells for one of the events and could not identify a product problem for one of the events. The investigation results are not yet available for two of the events. The follow up/corrective actions for one of the events was replacement of the reaction cells and lamp. Calibration, controls, and precision studies were run; all passed. The follow up/corrective actions for one of the events was bleaching the lines, replacement of some seals, and adjustments of the rinse and gear pump pressures. Qc testing was performed in duplicate and the results agreed with each other. The customer performed precision testing. The follow up/corrective actions for two of the events are not yet available. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. (B)(4).

Event description:
This report summarizes <noe>4</noe> malfunction events. Erroneous high results were generated by the cobas 8000 c 502 module. The events involved a total of 30 patients with the following: one erroneous result for benz benzodiazepines plus, twenty eight erroneous results for ca2 calcium gen.2, and one erroneous result for a1c-3 tina-quant hemoglobin a1c gen.3. The patients' ages ranged from (B)(6) to (B)(6) for two patients. The remaining patients' ages were requested, but were not provided. The patients' weights were requested, but not provided. There were 2 females. The remaining patients' genders were requested, but not provided. The patients' races were requested, but not provided. The patients' ethnicities were requested, but not provided.

Manufacturer narrative:
For the two investigations that were still ongoing, the investigation did not identify a product problem. The cause of the event could not be determined.